Event description:
It was reported that on (B)(6) 2008, a 25mm sjm regent heart valve w/ flex cuff was implanted in the patient. On (B)(6) 2024, it was reported that the patient passed away; however, there was no allegation of malfunction against the valve. In addition, there is no indication the device caused or contributed to the patient death. Subsequent to the previously filed report, additional information was received as there was no allegation of malfunction against the valve. In addition, there is no indication the device caused or contributed to the patient death.

Manufacturer narrative:
H6 health effect - clinical code 4480 was removed. H6 health effect - impact code 1802 was removed. H6 medical device problem code 2993 was removed. Upon further review, this event should not have been submitted as a medical device report as there is no allegation of device malfunction against the implanted valve and/or implant procedure. In addition, the patient passed away; however, they did not experience any adverse consequences related to the event and/or procedure. An event of 25 mm regent heart valve w/ flex cuff was implanted and 16 years from implant patient death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Per the information available abbott cannot further speculate on why the reported death occurred. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "cause of death is unknown. It was noted that the valve implanted had not failed. The patient was cremated and the valve was also cremated. No allegations against the implanted valve and/or the implant procedure. If additional information is received the event will be reassessed."

Event description:
It was reported that on (B)(6) 2008, a 25mm sjm regent heart valve w/ flex cuff was implanted in the patient. On (B)(6) 2024, it was reported that the patient passed away.